Event description:
The initial reporter received questionable elecsys troponin t hs (tnthsstx) results from three patient samples tested on the cobas e 801 analytical unit. The initial results were reported outside of the laboratory. The physician questioned the results prompting the rerun of the patient samples on their other cobas e 801 analyzer. The initial results had to be corrected.  Sample (B)(6). On (B)(6) 2024 at 9:30 am, the initial result from the analyzer was 188 pg/ml. On (B)(6) 2024 at 5:08 pm, the repeat result from the other analyzer was 16.1 pg/ml. Sample (B)(6). On (B)(6) 2024, the initial result from the analyzer was 98 pg/ml (unconfirmed result). On (B)(6) 2024 at 8:56 pm, the repeat result from the other analyzer was 47.6 pg/ml. Sample (B)(6). On (B)(6) 2024 at 5:19 pm, the initial result from the analyzer was 67.7 pg/ml. On (B)(6) 2024 at 9:06 pm, the repeat result from the other analyzer was 25.2 pg/ml.

Manufacturer narrative:
The reagent lot number is 742799. The expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and performed troubleshooting. He also found one of the waste tubings slightly damaged. He performed an instrument check, blank cell calibration, assay calibration, and qc with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.